Manufacturer narrative:
Evaluation summary: failure event observed during analysis. Final analysis found upon visual inspection, an external abrasion breaching the optim sheath at the middle region of the lead which is consistent with friction to another implanted device or feature of the heart. The silicone insulation was not breached at this region.

Event description:
This report is to advise of an event observed during analysis. Related MFR#:3010215456-2015-29777.